Event description:
Customer reported that she has to called the paramedics and was hospitalized due to high blood glucose. The blood glucose reading at the time the paramedics arrived was 1000 mg/dl. Customer stated that she was vomiting prior to call the paramedics. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.